Manufacturer narrative:
Eval of the machine confirmed the reported blood spill. The issue damaged to power supply and other components. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).

Event description:
Customers contacted haemonetics on (B)(6) 2008 reporting a blood spill within their orthopat machine. No injury or reaction was reported.